Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: connection from driveline to controller compromised. Specific component(s) involved: driveline malfunction. Additional text: break in driveline at junction with controller, with associated fluid leakage. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.